Event description:
It was reported that, during a reverse shoulder replacement at the stage of implanting the peripheral screws, the consultant attempted to remove the 38mm dwj738 screw in order to replace it with a smaller size. While the screw was being removed from the baseplate, the screw snapped. The break occurred with part of the screw remaining embedded inside the baseplate, positioned within the patient¿s glenoid. Due to the nature of the breakage, it was not possible to extract the remaining portion of the screw from either the baseplate or the patient¿s glenoid. As a result, the retained fragment had to be left in situ.

Manufacturer narrative:
Correction to clinical sign code: corrected from foreign body in patient to no clinical signs or symptoms, and the health impact code was corrected from minor injury to blank. The other code was retained. The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material-, manufacturing-, or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, during a reverse shoulder replacement at the the stage of implanting the peripheral screws, the consultant attempted to remove the 38mm dwj738 screw in order to replace it with a smaller size. While the screw was being removed from the baseplate, the screw snapped. The break occurred with part of the screw remaining embedded inside the baseplate, positioned within the patient¿s glenoid. Due to the nature of the breakage, it was not possible to extract the remaining portion of the screw from either the baseplate or the patient¿s glenoid. As a result, the retained fragment had to be left in situ.